Event description:
Causative or contributing factor: no specific contributing cause identified. Implant device type: lvad.

Event description:
Major pump unit(s) involved: unknown.specify component(s) involved: unknown.